Manufacturer narrative:
Product serial number was not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. Device manufacture date: unknown, as the serial number of the device was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the physician was going to exchange a tecnis intraocular lens (iol) due to the patient ending up over-minus postop. Additional information received indicated that the lens was explanted. No additional information provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 8/24/2018. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens was returned at the manufacturing site for evaluation. The lens was observed cut into pieces, which could be related to the explant process. Rings could be observed on the lens surface which indicate that it is a multifocal lens. Due to the condition in which the sample was returned, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record review: the manufacturing record review could not be performed because the model and serial number of the complaint product are unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.